Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 600 mg/dl and customer alleged for possible under delivery on insulin pump as drive support cap was sticking out. Customer stated that on (B)(6) 2018 blood glucose was high of over 600 mg/dl. Customer mentioned that battery cap slot was worn out and battery cap was hard to remove. Insulin pump will not be returned for analysis.